Event description:
It was reported that a malfunction alarm occurred on the pump while the customer was changing her cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information and helping to reset the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.